Manufacturer narrative:
Vyaire file identification: (B)(6). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the fio2 (fraction of inspired oxygen) was low and could not deliver above 21% when set above 21%. The gas also leaked out of the nebulizer and the oxygen inlet showed 40+ psi with no gas connected. There is no information of patient involvement as of this time.